Event description:
Procedure: esophagectomy/gastric tube. Reportedly, after coagulation the surgon released the ratchet but the jaw was locked on tissue. The dr clipped both sides of the tissue and removed the device by cutting tissue.